Manufacturer narrative:
(B)(4). New information was received indicating this event was sent under an incorrect MFR number, 0001822565-2019-01865. This event will now be sent under 0001825034-2019-03291. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from the patient that, fail safe screw plug release on the external prosthesis while walking on an irregular lawn. The plug was reassemble by the patient and with in few steps after reassembling the plug worn out and resulted in fall. No additional information was made available.